Event description:
The patient underwent prophylactic vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date.

Event description:
It was reported that the patient was experiencing an increase in seizures. The patient was referred for a prophylactic replacement of the vns generator for better seizure control. Follow up with the company representative revealed that the nurse practitioner and the physician believed the patient's settings were too low and the patient's vns output current was increased. However, the physician wasn't sure why the seizures increased as the patient had been doing well in the past. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer and product analysis was completed. The reported increase in seizures could not be evaluated in the product analysis, or pa, lab. The generator was placed in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No variation in the output signal was observed. Diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. Other than typical explant related observations, no performance or other adverse condition was found with the generator.